Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had a blank display. It was also reported the customer's blood glucose was 400 mg/dl. The customer's blood glucose was corrected with a manual injection. The insulin pump was not present for troubleshoot during the call. The customer declined to return the insulin pump for analysis.